Event description:
On (B)(6) 2012, intuitive surgical received a copy of (B)(4) report (B)(4) from (B)(6) on behalf of (B)(4). The report was submitted by (B)(6) located in (B)(6), concerning injuries sustained by the patient during a da vinci s periaortic lymphadectomy procedure. The following event description was provided: please note: there are 2 incidents - both occurred to the same client during the same surgery. Incident 1: robot arm 1 holding scissors (monopolar curved scissors) moved by itself and punctured the aorta causing 2 holes. Surgeon's head was in position and was opening the mouth of the scissors when the arm moved down toward the patient's aorta. Surgeon repaired the aorta and resumed robotic surgery. Incident 2: small hole found on the tip accessory cover of the scissors that created a third hole in the aorta from heat transfer. Hole was repaired and robotic surgery continued. Report submitted by (B)(6) dated (B)(6) 2012, the da vinci s system was verified by a technical support representative ((B)(6)), to determine if the problems come from poor functioning of the da vinci s system. Please see letter from (B)(6). MFR report 2955842-2012-00227 has been submitted concerning the 2nd incident that occurred during the surgical procedure.

Manufacturer narrative:
On (B)(4) 2012, intuitive surgical received additional information from (B)(6). (B)(6) indicated that he followed up with (B)(6) hospital and the site reported that the patient is healthy and has resumed normal activities. Per (B)(6), the site indicated that damage to the patient's aorta was repaired with sutures. (B)(6) indicated that there is no video recording available of the planned surgical procedure. Per (B)(6), the site reported that an inspection of the mcs tip cover and monopolar curved scissors (mcs) instrument was performed by the surgical staff prior to use, a con med system 5000 esu was used during the surgical procedure with the settings between 35 watts and 45 watts; however, the mode setting was not provided. Per (B)(6), the site did not indicate if the mcs instrument made contact with another instrument during the surgical procedure and it is the surgeon's belief that the arcing event was caused due to a hole in the tip cover accessory. (B)(6) indicated that the site reported that the tip cover and mcs instrument are not available for return as they were discarded.

Manufacturer narrative:
The investigation conducted by the isi distributor field service engineer was unable to replicate the reported issue experienced by the site. Functional testing of the site's da vinci s system found that the system functioned within specification and a review of the site's system log revealed that there were no error codes generated during the surgical procedure. Several follow-up attempts have been made to verify additional information concerning the reported event, however, no response has been received. A follow-up MDR will be submitted if additional information is received.